Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the left ventricular lead continually dislodged out of the coronary sinus. The physician put the stylet in and out of the lead several time and the stylet could not be inserted due to clot within the lead. The lead was not used, and another was implanted. The patient was stable

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the right atrial lead was capped and replaced on (B)(6) 2019 due to high threshold. The patient was atrial pacing dependent. The physician replaced the lead due to patient safety. The patient was stable. Related manufacturer number: 2017865-2019-18307.